Event description:
It was reported that the trailing haptic of the preloaded toric intraocular lens (iol) was not folded at the time of implantation and was caught by an incision made on the cornea. Therefore, the iol was removed from the patient's eye and replaced with the backup iol of the same model. The procedure was successfully completed. There were no patient injury reported. No other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhance toric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: july 15, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the video/photographs displayed an eye being implanted with the complaint lens. The back haptic can be observed to be unfolded and piercing through the cartridge. The lens was not fully inserted or implanted prior to the removal of the device from the eye. Visual inspection of the complaint device revealed that the plunger rod partially advanced. The cartridge tip was damaged in a way consistent with damage that occurred during shipping however the cartridge and cartridge tip were also damaged in a way consistent with damage that occurred during lens delivery. Viscoelastic residue was distributed the entire length of the cartridge. The lens module was inspected and presented with no damage; however, viscoelastic residue was identified in the lens module indicating that an excessive amount could have been used which may have contributed to the complaint event. The lens was received with one haptic folded and the other completely unfolded. The lens was cleaned and presented with no issues. The complaint issues " trailing haptic not folded" and "delivery issue" were identified during video and product evaluation. Based on the complaint investigation results the complaint issues could not be confirmed to be related to the manufacturing or design process. The other observed issues during product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Further evaluation of the complaint photographs indicated that photo 1 showed an image of the posterior surface of the lens prior to cleaning and what appears to be a mark close to the 6 o¿clock position relative to the orientation of the image. Photo 2 shows an image of the posterior surface of the lens post cleaning and no mark is observed. It is not typical for the trailing haptic to not be tucked onto the anterior surface of the lens during lens delivery. It is possible that the trailing haptic untucked if the plunger mechanism was retracted at any time during the lens transfer of the lens from the lens case (lens module) up to the point of lens delivery into the eye. As an additional note: the mark that was observed in photo 1 and not observed in photo 2 confirmed that there was no damage to the lens that resulted due to lens delivery. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.